Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was unable to clear alarm. Customer was not able to complete rewind. Customer stated that the insulin pump was exposed to moisture. Customer stated that there was o ring was not in place. Customer stated that the o ring was not free of debris. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
During motor rewind, the unit would return an unexpected pump error 41. After further review, there were signs of previous moisture presence and corrosion inside the battery compartment and on the battery board underneath it. In addition to this, there is mold on the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests due to the recurring pump error 41. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.